Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite multiple cycle charging attempts. The patient underwent an ipg device replacement and was doing well postoperatively. The explanted device was not returned per facility policy.